Event description:
Customer reported, pin hole in tubing, at unspecified location. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of pin hole could not be verified, however, a tear on the silicone segment near the upper fitment was identified. The cause of the tear on the set could not be determined. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.